Event description:
It was reported the patient experienced telemetry issues and poor coupling during recharging. An ins overdischarge was suspected. The discharge screen was seen on the physician programmer. The patient was only able to get two coupling bars from the very beginning. Additional information received indicated the device was confirmed via fluoroscopy to be flipped. No overdischarge occurred. The patient was being scheduled for surgery to flip the device back. The date had not yet been confirmed.